Manufacturer narrative:
Analysis: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. The lot history review could not be conducted because the lot number, although requested, was not available from the user facility. The DHR review also was not conducted because the facility did not provide the lot number. Conclusion: the actual sample was not returned for evaluation. The DHR review was not conducted because the facility did not provide the lot number. The investigator assessed the event was not related to the lutonix device or procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported through a clinical registry that during the reintervention procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the right popliteal artery. Approximately 23 months after the reintervention procedure, the patient¿s right popliteal vessel was reportedly reoccluded. On (B)(6) 2019, the patient underwent a target lesion reintervention which the health care professional (hcp) deemed successful. Reportedly, the lot number during the procedure was not available when requested from the user facility. The investigator assessed the event was not related to the lutonix device or procedure. The sample was discarded by the user facility and is not available for further evaluation. No adverse patient effects were reported.